Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient contacted support for assistance with pairing a new dexcom g7 sensor. The patient had been ill throughout the week and had not been taking insulin for the past several days, resulting in the insulin pump being disconnected. At the time of pairing, the pump was in blood glucose run mode. The patient expressed concern that the pump was not charging. The patient was guided to place the pump on the charger and confirmed that the battery level increased, indicating that the charger was functioning properly. The patient was informed that charging time would be longer when the pump battery is heavily depleted. The patient planned to reconnect to the pump after the sensor pairing. The dexcom g7 sensor code was 5160. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.